Event description:
It was reported that the user attempted to pair a freestyle libre 3 sensor to the ilet bionic pancreas, believing it was a libre 3+, and was informed that the sensor was incompatible with the ilet; the user then selected a compatible freestyle libre 3+ sensor and proceeded. No clinical signs, symptoms, or conditions were reported. Outcomes included no alerts or alarms and no need for medical care. User support included education and troubleshooting to verify sensor compatibility and correct use. Investigation of this case revealed user selection of an incompatible cgm sensor model for the ilet, with device performance dependent on compatible cgm input; the device itself functioned as designed once the correct sensor was chosen. It was concluded, based on previously established findings for similar reports, that the cause was user selection of an incompatible accessory, mitigated by education on correct sensor compatibility.